Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular single coil lead was inadvertently plugged into the superior vena cava port of the device. The lead was moved to the correct port and following there was an svc alert. The device remains in use and no patient complications have been reported as a result of this event.